Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of (500 mg/dl). The customer took a manual injection to stabilize bg level. During a system check with tandem technical support (cts) the customer noted air gaps in the patient line. Subsequently, a malfunction alarm occurred and the pump stopped all insulin delivery. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
High blood glucose/air bubbles. Malfunction.